Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a blood clot under the lead and had partial paralysis in both legs. The patient was admitted to the hospital and the device was explanted. The patient is recovering in rehabilitation. There have been no reports of further complications regarding this event.